Manufacturer narrative:
No display anomaly, battery alarms, or button error alarms were noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump passed the displacement test and the off no power test and had operating currents within specification. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot, and a stained end cap sticker.

Event description:
It was reported that the customer had low blood glucose levels of 63 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).